Manufacturer narrative:
The white sureform 60 reload was returned to intuitive surgical, inc. (Isi) and underwent failure analysis (fa). Fa did not replicate nor confirm the customer reported complaint. The reload was returned used and fired. A visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The stapler reload cover was removed and inspected. There was no damage found to the stapler reload or its components. No product issue was identified. The sureform 60 instrument was also returned to isi for fa evaluation. Fa did not replicate nor confirm the customer reported complaint. A visual inspection displayed no signs of physical damage. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. The instrument fired successfully twice using a blue sureform 60 reload and a white sureform 60 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The stapler instrument was fully functional and there was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, the sureform 60 instrument was used for a surgical task and misfired on the first firing attempt. The instrument was replaced, and the procedure was completed robotically. During follow up with the robotics coordinator (roco), it was clarified that there was a blue reload that fired properly, prior to the misfire of the white reload. Thus, the misfire was not on the first fire of the procedure. It was then learned that this misfire occurred while continuing the staple line for the gastric sleeve. The reload fired all the way through, but it did not staple, only cut, leaving an incomplete/absent staple line. There were no errors, anything out of the ordinary with the instrument, or other issues prior to firing. No hard objects were encountered, nor was buttress material used. There was no bleeding observed due to this stapler issue. A replacement sureform 60 instrument was used to revise the staple line which resulted in a "little extra" unplanned stomach tissue to be removed. This was said to not have jeopardized the patient, and the surgical outcome was acceptable and successful. During additional follow up with the roco, it was reported he spoke with a surgical technician in the room, who mentioned that it sounded like the stapler fired, but they got an error, so they manually opened the jaws and that¿s the reload that didn¿t fully deploy [staples]. Once they manually opened the stapler, they got a backup stapler with new white reload and it was fine. The technician mentioned there was no blood loss of this because that portion of the stomach didn¿t have much blood supply. There was just a little hole [due to missing staples] and it was revised with the next stapler.

Manufacturer narrative:
The white reload and sureform 60 instrument have been returned to intuitive surgical, inc. (Isi) for evaluation but analysis has not yet been completed. An advanced stapler log review showed the instrument was installed on the system twice and fired 2 reloads (1 blue, followed by 1 white). On each install, the first clamp was successful, and the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.